Event description:
It was reported that no backflow in piccline.

Manufacturer narrative:
The complaint of inability to aspirate was confirmed and was found to be use-related. The returned product was one 4fr s/l groshong PICC. The stylet was still inlaid within the catheter, and the sample was free of residue. An attempt to infuse and aspirate water through the catheter revealed water aspiration with an air leak, and a spraying leak was found at the 37cm depth marking. Microscopic examination of the leak site revealed a small irregular split. When the stylet was removed and the catheter split longitudinally, the interior of the catheter exhibited intermittent impressions typical of stylet damage. Tactile eval of the catheter was unremarkable. The damage found at the leak site was typical of stylet damage by the user. A lot history review (lhr) of rewi1275 showed two other similar product complaint(s) from these lot numbers.